Event description:
Received form 3500a from vitas healthcare stating; the patient was using a irc5po2v concentrator when he lit a cigarette. There was a flash and he sustained 2nd degree burns to his face.

Manufacturer narrative:
This medwatch is being filed out of an abundance of caution due to the severity of the outcome. . There is no alleged failure of the device. Invacare attempted to obtain further information without success. The user manual part number 1193322-a-04 page 8 has the following statements related to this incident. Danger! Risk of death, injury, or damage from fire. Textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. To avoid fire, death, injury or damage: do not smoke while using this device. Do not use near open flame or ignition sources. Do not use any lubricants on concentrator unless recommended by invacare. No smoking signs should be prominently displayed. Avoid creation of any spark near oxygen equipment. This includes sparks from static electricity created by any type of friction. Keep all matches, lighted cigarettes, electronic cigarettes or other sources of ignition out of the room in which this concentrator is located and away from where oxygen is being delivered. Should additional information become available, a supplemental record will be filed.